Event description:
It was reported by the customer that the wire bends like it's cut. Made threading the PICC difficult. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked stylet is confirmed; however, the exact cause is unknown. One 3cg stylet was returned for evaluation. An initial visual observation revealed use residue in the sample. Two minor bends were observed just distal to the t-lock and a kink was observed near the distal end of the stylet. A microscopic observation revealed the core wire was kinked approximately 6 cm proximal to the tip of the stylet, just before the magnets. The epoxy tip was observed to be present and undamaged. While the exact cause of the kink in the stylet could not be determined, possible causes include damage during handling of the device, insertion against resistance, and a steep insertion angle. This complaint will be recorded for future trending and monitoring purposes.